Event description:
The customer reported rainbow-colored, mist-like noise appearing across the entire screen during a diagnostic screening procedure involving an olympus gastrointestinal videoscope. The procedure was completed with the same device. There were no reports of patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the circuit board of the scope connector caused the noise image to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.